Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device change the chronic left ventricular (lv) lead was cut and had to be extracted. The lead will be replaced at a future date. No patient complications have been reported as a result of this event.